Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that "on (B)(6) 2017 at 10:30 a.m., a vtach alarm was announced for room 11 which rang one time and then silenced itself". The device was used for monitoring at the time of the alleged malfunction. No death or patient / user injury or harm was reported.